Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardiac monitor (icm) exhibited undersensing and led to false pause episodes. No intervention was performed, and the patient condition was unknown.